Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). Concomitant medical products: 00784802300, modular neck g 12/14 neck taper use with +0 heads only, 60845661; 00771301000, modular femoral stem press-fit plasma sprayed cementless size 10, 60806865.

Event description:
It was reported that a patient underwent a revision procedure approximately 6 years post implantation due to metal on metal complications. Those complications include pain, corrosion, metallosis, elevated ion levels, advanced local tissue reaction, and pseudotumor. A large amount of blackened tissue surrounding the taper junction on the trunnion was identified. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.